Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is not to have an magnetic resonance imaging (MRI) "ever," as "some wire got crossed." The leads remain in use. No patient complications have been reported as a result of this event.